Manufacturer narrative:
Phone - (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening assessed, as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: no other observations observed.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted.